Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. When plugged into a power source to be charged, the gauge displayed 81%. However, 17 minutes later when the charging ended, the gauge displayed 59%. The customer uploaded to t:connect and it was also reported that the gauge fluctuated from 80% to 35% to 50% within 13 minutes. Customer's blood glucose (bg) level was 470 mg/dl. The customer delivered a bolus with the pump and used manual injections. A follow up with the customer indicated that their bg level was at 147 mg/dl.